Event description:
It was reported that the customer had a motor error alarm and no delivery alarm on the insulin pump. The customer's blood glucose level was 283 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer declined to troubleshoot for no delivery alarms and advised to contact us in the future if has any no delivery alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.